Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received the error occurred while writing external history and trace flash as well as replace battery mow alarm. Customer¿s current blood glucose level was 77 mg/dl. Customer stated that the changed her battery and has reservoir and tubing at the bottom of her screen. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Advised the insulin pump requires brand new or fully charged batteries to work effectively. The customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged and not the second occurrence of replace battery alert or replace battery now without a low battery warning. Advised to install new or fully charged battery and new battery resolved the issue. Troubleshooting was performed for replace battery now alarm. The insulin pump will not be returned for analysis.